Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported an hst iii system (3.8mm) aortic cutter did not cut all the way through. It did not retain the aortic plug. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: b3--date of event corrected. The device was returned to the factory for evaluation on 10/10/2021. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the aortic cutter. The aortic cutter was in a fully deployed state with the needle extended. The green safety was off which allows for the device to be deployed. The needle was observed to be slightly bent. The aortic plug was not observed inside the aortic cutter mechanism and was returned in a separate container. Based on the returned condition of the device and evaluation results, the reported failure "failure to cut", as well as the analyzed failure "material twisted/bent needle", was confirmed. The lot # 25160720 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a